Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a 20 g powerloc infusion set was returned for evaluation. An initial visual observation of the photograph showed the infusion set with the safety mechanism fully activated. A clear fluid was observed in the extension tube of the device. Due to the quality of the returned photograph, no details of a possible leak could be discerned. No obvious damage to the sample was seen in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that the patient has a lung malignancy and has an infusion port in the body, which needs to be maintained once a month, and the maintenance requires a special disposable implantable drug delivery device needle for puncture and tube flushing. When the patient was given a disposable implantable drug delivery device needle for the maintenance of the infusion port on (B)(6) 2025, it was found that the disposable implantable drug delivery device needle was leaking and could not be used. The single-use implantable drug delivery device indwelling needle was immediately replaced and used, and the infusion port maintenance was completed successfully. There was no report of patient harm.